Event description:
Boston scientific received information that the latitude system detected a red alert from this device due to v-tachy mode set to value other than monitor + therapy.

Manufacturer narrative:
Efforts to obtain additional details regarding the clinical observations were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.